Event description:
Analysis of the returned handheld device was completed. No anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
It was reported that the neurologist¿s handheld device would only work for about 10 minutes after being unplugged from its charger. Different charger cables were used but they did not resolve the issue. The device was reported be normally stored in a drawer with the charger plugged in. The handheld has been returned to the manufacturer where analysis is currently underway.